Manufacturer narrative:
(B)(4): this customer reported an opcheck failure for defib/pacer. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported an opcheck failure for defib/pacer. There was no pt involvement.